Event description:
It was reported that this right atrial (ra) lead was an attempted implant complicated by challenges in maneuvering the lead tip into the right atrial appendage, attributable to the patient's anatomical features and the positioning of the superior vena cava (svc) concerning the right ventricular (rv) lead. Three distinct positioning attempts were made, resulting in appropriate sensing and impedance, although capture was not achieved at 5 volts with a pulse duration of 0.4 milliseconds. The physician subsequently withdrew the 7841 lead and requested a 7736 lead. Despite ongoing challenges in lead manipulation due to the presence of the svc coil, a satisfactory position was ultimately achieved with adequate thresholds, sensing, and impedance. The case was concluded successfully. The physician emphasized that the anatomical factors were likely the root cause of the difficulties experienced, rather than any issues with the performance of the ra leads. No adverse effects were reported for the patient.

Manufacturer narrative:
The lead was disposed by the facility; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.